Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed via review of stored episodes. The noise was reproducible in-clinic. Lead was capped and replaced.